Manufacturer narrative:
Qn#(B)(4). The customer returned one introducer needle for evaluation. Visual examination revealed one large crack in the needle hub. The returned needle was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The returned introducer needle was connected to a lab inventory syringe to functionally testing. When the syringe and needle were used to aspirate, air bubbles entered the syringe body. When the syringe and needle were used to expel water, small droplets of water appeared from the cracks in the hub. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. A device history record review was performed and no relevant findings were identified. The reported complaint that the introducer needle hub was cracked was confirmed by the complaint investigation. The returned introducer needle contained one large crack in the hub. A device history record review was performed with no relevant findings found. Based on the sample received, design likely caused or contributed to this event. A non-conformance has been initiated to further investigate this issue. Corrected data: section h.10.-correction is as follows: the customer returned one introducer needle for evaluation. Visual examination revealed one large crack in the needle hub. The returned needle was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The returned introducer needle was connected to a lab inventory syringe to functionally testing. When the syringe and needle were used to aspirate, air bubbles entered the syringe body. When the syringe and needle were used to expel water, small droplets of water appeared from the cracks in the hub. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. A device history record review was performed and no relevant findings were identified. The reported complaint that the introducer needle hub was cracked was confirmed by the complaint investigation. The returned introducer needle contained one large crack in the hub. A device history record review was performed with no relevant findings found. Based on the sample received, design likely caused or contributed to this event. A non-conformance has been initiated to further investigate this issue.

Event description:
Customer reported that "the needle hub is cracked." No patient injury or harm reported. Another device was used.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle for evaluation. Visual examination revealed one large crack in the needle hub. The returned needle was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The returned introducer needle was connected to a lab inventory syringe to functionally testing. When the syringe and needle were used to aspirate, air bubbles entered the syringe body. When the syringe and needle were used to expel water, small droplets of water appeared from the cracks in the hub. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luer conforms to iso 594-1:1986. A device history record review was performed and no relevant findings were identified. The reported complaint that the introducer needle hub was cracked was confirmed by the complaint investigation. The returned introducer needle contained one large crack in the hub. A device history record review was performed with no relevant findings found. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
Customer reported that "the needle hub is cracked." No patient injury or harm reported. Another device was used.

Manufacturer narrative:
Qn#:(B)(4).

Event description:
Customer reported that "the needle hub is cracked." No patient injury or harm reported. Another device was used.